Event description:
Caller reported a cartridge alarm 20 with their insulin pump, and their blood glucose level was displayed as "high," though no specific value was known. To address high glucose levels, the customer used a correction bolus via the pump, and there was no assistance required from a third party. Tandem technical support confirmed consecutive cartridge alarms and decided to send a replacement pump with updated software. The customer was instructed on using the new pump, returning the old one, and putting it into storage mode, which they understood and acknowledged.

Event description:
Caller reported a cartridge alarm 20 with their insulin pump, and their blood glucose level was displayed as "high," though no specific value was known. To address high glucose levels, the customer used a correction bolus via the pump, and there was no assistance required from a third party. Tandem technical support confirmed consecutive cartridge alarms and decided to send a replacement pump with updated software. Customer reverted to an alternate method of insulin therapy.